Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was had an implantable neurostimulator (ins) for post laminectomy pain. It was reported that patient was getting good stimulation and then it cut out on. The hcp thought it was a depleted battery so the patient was scheduled for a replacement. At the case date, the manufacturer representative noted that the device status was at end of life (eol) but they also ran impedances and got all values out of range. All values were either >4000ohms or <(><<)>50ohms. The caller stated that they will connect a pocket adapter to a new battery to retest and make a determination at that point about how to proceed. The full system may be replaced. The rep discovered the impedance issue on the day of the report but the date when stim cut out was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l98870, implanted: (B)(6) 2001, product type: lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's leads were fractured at the pocket site. The reason is unknown. The patient's healthcare provider (hcp) replaced the entire system.